Event description:
A malfunction was reported on the pump by the caller. There was no information provided about whether the customer's blood glucose level exceeded a certain threshold following this incident. Technical support guided the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.